Manufacturer narrative:
Poligrip extra strength is distributed in the united states as super poligrip ultra fresh. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer (daughter of pt) and described the occurrence of symptoms similar to parkinsons disease in a (B)(6) male pt who received triple salt dental adhesive cream (poligrip extra strength- (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. The pt has worn dentures for over two years. On an unk date, the pt started poligrip extra strength (dental). On (B)(6) 2009, the pt experienced symptoms similar to parkinsons disease. This case was assessed as medically serious by gsk. The pt is seeing a doctor but a connection with the zinc and symptoms of parkinson's has not been made. The pt did a six minute walk test that showed significant decrease in his capacity but a definitive diagnosis has not been made. The pt was unsure whether he had used other products besides poligrip extra strength but he was using poligrip extra strength at the time the advisory about poligrip was issued. At the time of reporting, the event was unresolved.